Event description:
Manufacturer came to the hospital and upgraded CT scanner from version 20 to version 40 software. Following this, users reported that the sequence of "slices" displayed on the CT console was correct, but that images were transferred out of proper sequence to a siemens "magic-view" workstation located in another area. There is some question whether this might also occur when images are transferred to the siemens "leonardo" workstation, although they think not. A siemens service manager related to the reporter that siemens germany had confirmed that there is a software "glitch" that causes this to happen, and that they consider this a potential safety issue. Rptr concurs with that, since it is conceivable that a physician may be confused if the order of presentation is different on a workstation, versus the CT console display. For example a physician viewing the 5th image at the console, may not be viewing the same image if he observes it at the workstation. This could lead to misinterpretation. The hospital chose not to upgrade the software on its identical second CT scanner, until this problem is solved, and has made provisions that images are not sent to the magicview workstation from the updated CT scanner. Siemens has stated that they are working on the problem.